Manufacturer narrative:
(B)(4). Correction describe event or problem - correction "it was reported that the patient experienced an app crash alert occurred. It was determined that the patient experienced an app crash alert was related to the mobile application."

Event description:
It was reported that an unexpected cgm app shut-off occurred. It was determined that the patient unexpected cgm app shut off, was related to the mobile application.

Manufacturer narrative:
(B)(4).

Event description:
Data was evaluated and the allegation was confirmed. The root cause was determined to be potential patient misuse.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced an app crash alert occurred. It was determined that the patient experienced an app crash alert was related to the mobile application. No data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.